Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Without the sample from the incident, no conclusion can be drawn as to the cause of the user's allegation. It is possible that the bypass the became dislodged during transportation or during handling prior to the surgical case. It is also possible that if the poly foil pouch was not completely opened, the bypass tube became dislodged with the user was removing the carrier tube assembly. A search of the complaint handling database confirmed there have been two similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the component was unpacked to be used, the bypass tube was already detached. The device was not used. A new device was used to continue the procedure. The physician had completed the training process on the device prior to this case. The device was unpacked by fully opening the foil pouch on a clear and flat surface all the way from the arrow side to the end. There were no other devices or equipment used with the product. There was no reported health damage to the patient. Hemostasis was achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.